Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the reservoir was leaking during an infusion set change. Customer's blood glucose was 500 mg/dl. Customer treated her high blood glucose level with an 12 unit insulin injection. Customer's blood glucose level after treatment was 474 mg/dl. During troubleshooting, found reservoir was leaking at the cap. The leak had past the first o ring. Customer was advised to change the reservoir, customer was able to fill the reservoir without any issues. Customer was advised to manually prime to test the connection. Customer was advised that the reservoirs will be replaced. Customer will not be returning the reservoirs for analysis.